Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2018. 429688, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post generator change the right ventricular (rv) lead exhibited high rv bipolar and rvtip/rvcoil impedance spikes. A rv bipolar impedance warning had triggered. The physician raised the alert limit for the impedance alert parameter. It was noted that in office isometrics had no obvious changes or fluctuations. The rv lead remains in use. No patient complications have been reported as a result of this event.